Event description:
The suture was used during a chin implant procedure. Reportedly the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.